Event description:
The pt felt hypoglycemic and used the device to check their blood glucose. They obtained a result of 230 mg/dl and dosed insulin based upon the result. About 1/2 hour later they passed out. Spouse found patient and woke patient up and the device was used again and read 230's mg/dl. They went to the ER and thier glucose was 39 mg/dl on the ER's meter. Patient was given orange juice and released a few hours later when a venous blood sample read 89 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.